Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified and moderately tortuous lesion in the proximal mid lad. The device was inspected with no issues noted. The lesion was predilated. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The physician observed no resistance when advancing the device and excessive force was not used during the delivery. The device did not pass through a previously deployed stent. The stent was fully deployed. Following completion of the procedure the patient complained of chest pain and was brought back into the cath lab within 1 hour and ivus imaging was performed. In stent thrombosis was observed. The thrombus was treated with an aspiration catheter. The stent was very undersized in appearance for the vessel. The physician believes that the stent did not cause the thrombus. It is reported that it could not be determined which stent is in which artery from looking at the post films. The patient was given dapt as per mi protocol for the hospital. The patient is alive with no injury. Cines are unavailable.